Event description:
It was reported that the patient experienced a phasic-dystonic event that was not related to the device. The patients mother indicated that the patient was in a stationary position in which he threw his head back and forth. The patient was wearing a seatbelt which passed over his upper body over the lead extensions. It was determined that this caused the lead extensions to became disconnected and fractured, which led to the patients loss of stimulation. An x-ray was taken and confirmed the lead disconnection and fracture. The patient was hospitalized and underwent a revision procedure in which the two lead extensions were replaced. The patient is doing well post operatively.

Manufacturer narrative:
Nm-3138-55, sn (B)(6). Visual inspection revealed that the lead body is completely separated from the connector. All the cables within the connector got fractured right after the weld. It appears that excessive mechanical force was exerted on the lead extension when the patient experienced the phasic dystonic event, resulting in the lead extension damage. The complaint of lead damage has been confirmed. The probable cause is adverse event related to patient condition. Nm-3138-55, sn (B)(6). Visual inspection revealed that the lead body is completely separated from the connector. All the cables within the connector got fractured right after the weld. It appears that excessive mechanical force was exerted on the lead extension when the patient experienced the phasic dystonic event, resulting in the lead extension damage. The complaint of lead damage has been confirmed. The probable cause is adverse event related to patient condition.

Manufacturer narrative:
Date of birth: (B)(6), the exact date is unknown. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: (B)(4), model: db-3138-55. Serial: no information, batch: no information.

Event description:
It was reported that the patient experienced a phasic-dystonic event that was not related to the device. The patient's mother indicated that the patient was in a stationary position in which he threw his head back and forth. The patient was wearing a seatbelt which passed over his upper body over the lead extensions. It was determined that this caused the lead extensions became disconnected and fractured, which led to the patient's loss of stimulation. An x-ray was taken and confirmed the lead disconnection and fracture. The patient was hospitalized and underwent a revision procedure in which two lead extensions were replaced. The patient is doing well post operatively. The devices are in route.